Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm), inspect the sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, 8 mm access port & low profile obturator device was used in a robotic assisted lap hyst procedure on (B)(6) 2024, and "rubber piece of sound cap tore off and was discovered and retrieved from the patients abdomen during the procedure.". There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, 8 mm access port & low profile obturator device was used in a robotic assisted lap hyst procedure on (B)(6) 2024, and "rubber piece of sound cap tore off and was discovered and retrieved from the patients abdomen during the procedure.". There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.